Event description:
It was reported that the patient had a fall. The patient came to the hospital when notified of a red alert which was found on a transmission report. The right ventricular (rv) lead triggered a lead integrity alert for high impedance and short non-sustained tachycardia episodes with noise. The lead was revised and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.